Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Analysis was unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery or any alarm due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that they found that the battery compartment was corroded and had a crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.